Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the verbatim: description of problem: alaris pump alarms "occlusion" when resuming lipids after they had been paused for medication administration. Troubleshooting measures done. Lipid filter changed using sterile technique.